Event description:
It was observed during the olympus device evaluation the colonovideoscope exhibited white foreign material in the air/water (a/w) tube, a/w cylinder, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunctions of white foreign material in the air/water (a/w) tube, a/w cylinder, and jet tube, the evaluation found the following non-reportable malfunction(s): a/w-cylinder and s-cylinder had no color; s-cover and switch box had a scratch; due to a scratch on objective lens, the image had dark area partially; due to wear of angle wire, the play of knob was out of the standard value; light guide lens had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus was unable to confirm whether there was deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained. No physical damage at the a/w-cylinder, a/w-channel and auxiliary water channel was observed. A definitive root cause cannot be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.